Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during the dwell cycle of pt's automated peritoneal dialysis therapy. Reportedly, the home patient disconnected her transfer set from the patient line of the homechoice set. The patient returned to the setup reconnected and then received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient discontinued therapy for the evening. No patient injury or medical intervention was associated with this incident per the home patient.